Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette): per email (medwatch report # mw5108130, report date: 31-dec-2021): inbound. Patient reports no disposable pump won't run alarm with cadd cassette reservoir volume of 43 milliliters. Successful troubleshooting by changing pumps and cassettes. Patient uses prefilled remodulin cassettes. No cassette lot numbers or expiration date. No further details provided.